Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted (B)(6)1994.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. The lead was explanted and replaced. It was also noted that the right atrial (ra) lead had low impedance and was damaged during the extraction of the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.